Event description:
A 6f angio-seal sts vascular closure device was used to seal the arteriotomy site post diagnositc cardiac angiography procedure. A pre-placement angiogram was obtained, the angio-seal was deployed, and hemostasis was achieved. The patient was discharged. The patient complained of symptoms of claudication in the right leg. A doppler ultrasound revealed stenosis in the right common femoral artery at the level of the puncture site. The incident date is month specific. The patient's case was being reviewed by vascular surgeons.